Event description:
Event description guidant received information that this fineline lead had dislodged twice since initial implant, it was removed from service. At the replacement procedure the physician attempted implant with this positive fix lead, but felt the helix mechanism was not working properly and elected not to use the lead at the procedure. Another guidant lead was implanted without issue.